Manufacturer narrative:
An ocd field engineer (fe) visited the site and indicated that the probe was bent. The fe performed the appropriate repairs to return the analyzer to expected operation. The cause of this event was a bent probe. A bent probe can lead to a loss of vacuum/pressure in the fluidics system and probe drip.

Event description:
A customer reported that an operator from a previous shift had left a note on the ortho provue analyzer indicating that fluid had dripped from the probe. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.